Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number, 214864044 was returned and analyzed. Visual inspection of the mapping catheter showed the shaft was bent right after the proximal end of the introducer. In conclusion, the mapping catheter failed the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a successful cryoablation procedure,the mapping catheter was returned and subsequently tested out of specification per the man ufacturer's investigation.